Event description:
A report was received from the USA with info stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a pt. The pt was not harmed or injured as a result of the event. No additional info was provided.

Manufacturer narrative:
The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).